Manufacturer narrative:
G4:08jan2021. B4:19jan2021. Information was received that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-04646 was submitted. All information will be submitted under the initially reported MFR. Report #:2031642-2020-04646. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 23dec2020

Event description:
It was reported that the ventilator's blower does not turn. There was no patient involvement.